Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no current code/category. The customer reported no adverse event. The event involved product(s) mmt-8400. Troubleshooting was performed. No harm requiring medical intervention was reported. No product return is required for mmt-8400.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was already confirmed through the the mdm team (the group that manages mobile devices) along with the diabetes business team. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in (B)(4), version f. After investigation by mdm it has been found that omnissa workspace one has removed the app catalog webclip, which was a shortcut that allowed patients to install apps themselves. Now, because of how the gc EU patient devices are set up, the hub application (the app used to manage other apps) isn't working for self-service installs. Instead, it asks for a username and password, which wasn¿t needed before. To address this issue, an incident has been raised with the sap team in service now (ticket (B)(4)) and assigned it to it digital health consumer device management-global.the mdm team (the group that manages mobile devices) worked with the diabetes business team to figure out a solution. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.